Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: the device was broken shell, creases, missing shell and brown particles material was found on the shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: broken in the shell with sharp edge with wear abrasion assessed as surgical impact opening and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: -a sharp edge broken in the shell with wear abrasion due to surgical impact opening. - missing shell assessed as inconclusive. Additional, changed, and/or corrected data: d.10, h.3, h.6.

Event description:
Health professional reported left side rupture. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side rupture. Device was explanted.